Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing on the ventricular channel due to myopotential oversensing was observed. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.